Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave nav catheter was visually inspected upon return for any damage or defects related to the difficult to load wire issue observed in the field. No visual abnormalities were noted. An attempt was made to advance a guidewire through the catheter, and the attempt was successful. No unusual resistance was noticed. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The guidewire was removed and reinserted, and no abnormalities were observed. The allegation was confirmed due to the provided image of suspected tissue from the health care provider.

Event description:
It was reported that guidewire stuck occurred. During a pulsed field ablation procedure, the merit inqwire rosen j tip guidewire became stuck due to tissue in one vein when utilizing the farawave nav catheter. Troubleshooting guidelines were followed, and they were able to remove the guidewire, and a chunk of tissue was stuck on the tip and was removed. The procedure was completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem upon receipt at our post market quality assurance laboratory, the farawave nav catheter was visually inspected upon return for any damage or defects related to the difficult to load wire issue observed in the field. No visual abnormalities were noted. An attempt was made to advance a guidewire through the catheter, and the attempt was successful. No unusual resistance was noticed. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The guidewire was removed and reinserted, and no abnormalities were observed. The allegation was confirmed due to the provided image of suspected tissue from the health care provider.

Event description:
It was reported that guidewire stuck occurred. During a pulsed field ablation procedure, the merit inqwire rosen j tip guidewire became stuck due to tissue in one vein when utilizing the farawave nav catheter. Troubleshooting guidelines were followed, and they were able to remove the guidewire, and a chunk of tissue was stuck on the tip and was removed. The procedure was completed. There were no patient complications. The device was received for analysis. It was further reported that there was only resistance when trying to remove the device at the end of the procedure. The patients anatomy was not calcified or tortuous.

Event description:
It was reported that guidewire stuck occurred. During a pulsed field ablation procedure, the merit inqwire rosen j tip guidewire became stuck due to tissue in one vein when utilizing the farawave nav catheter. Troubleshooting guidelines were followed, and they were able to remove the guidewire, and a chunk of tissue was stuck on the tip and was removed. The procedure was completed. There were no patient complications. The device was received for analysis and investigation is still in progress.